Event description:
It was reported that review the device found that the right ventricular (rv) lead had loss of capture due to high thresholds that increased from 1.0v to 2.8v in the span of one week, where as a result the patient had been feeling dizzy and had a syncopial episode. The pacing impedance had also increased from 700 ohms to 1400 ohms. The issues were thought to be due to a suspected lead fracture, thus the lead was surgically capped an replaced. Appears that as a subdural hematoma might have been caused by the syncopial episode. No adverse patient effects were reported.